Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Potential adverse events in the labeling with the penumbra system include, but are not limited to, vessel spasm, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse event was an anticipated complication. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-01186.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7) and a penumbra system 3max reperfusion catheter (3maxc). During the procedure, the patient experienced a vasospasm in the supraclinoid right internal carotid artery (ica) and m1. Therefore, the physician administered 10 mg of verapamil to treat the vasospasm. The vasospasm was adjudicated to be a non-serious adverse event definitely related to the index procedure, probably related to the jet7, and possibly related to the 3maxc.